Event description:
An endeavor resolute rx drug-eluting coronary stent delivery system length 24mm, diameter 2.5mm was used to treat a lesion with 90% stenosis in a patients tortuous lcx. It was reported that the stent dislodged during the procedure. The lesion was pre-dilated once with a 2.0x15 five star balloon for 30 seconds at 10 atmospheres. The protective covering was removed from the stent without difficulties. The physician inspected the stent prior to use and there were no issues noted. The stent advanced normally over the wire and through the guide catheter. Due to proximal tortuosity, the physician was unable to deliver the stent to the lesion. On withdrawing the device, the stent dislodged and was located in the distal left main and proximal circumflex. Attempts to place a 2-4mm snare distal to the stent and capture it failed. A 1.5x12 mm sprinter balloon was placed distal to the stent and used as an anchor to drag the stent out whole. The stent could not be captured through the sheath with the deployed balloon. Ultimately, the stent migrated down to the peroneal, but there was persistent flow and 3-vessel run off. Difficulties were encountered during advancement of the endeavor and it failed to cross the lesion. Patient was reported to be fine post procedure and no clinical sequelae have been reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for evaluation.

Manufacturer narrative:
Evaluation: results: dislodgement, tortuous vessel with 90% stenosis. Evaluation: conclusions: tortuous vessel with 90% stenosis. Intervention - snare.